Manufacturer narrative:
Concomitant products: d224trk crtd, implanted: (B)(6) 2012; 5076-52 lead, implanted: (B)(6) 2009.

Event description:
It was reported that during a device changeout procedure, it was noted that there was a "kink" in the proximal one-third of the left ventricular (lv) lead where a tear in the insulation was noted. The lv lead was repaired and the device programming was adjusted. The lv lead exhibited no abnormalities after repair. The lv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.